Event description:
The hcp requested consultation due to a pt with abnormal studies. Upon consultation, it was decided to revise the pt's catheter. Add'l follow up with the hcp indicated the pt had been having increased pain and increases in pump medication was not helpful. The drug used in the pump was thought to be lioresal 2000 mcg/ml but it was not possible to confirm that info at the time of this report. A study was performed and the catheter appeared adequate; however, the hcp was unable to aspirate from the side port. The pt was scheduled for a catheter revision one week later. Add'l info had been requested from the hcp but was not available on the date of this report.